Event description:
It was reported to tyco kendall in 11/2001 that a customer had sustained a clean needlestick. Customer was taking a syringe and needle from the box when an uncapped needle, which was still inside the softpack and attached to the syringe, pierced the softpack and gave the customer a needlestick. "Sase" and sharps shuttle sent for sample, sample still pending.